Manufacturer narrative:
This report is for an unknown quantity of an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient specific implant (psi) peek implant, as well as the supporting unknown plate and screws, were explanted due to infection. Date of implant and date of explant are not known. It is unknown if there was any delay in surgery. Procedure was successfully completed. No x-rays were taken. This report is for unknown quantity of unknown screw. This is report 2 of 3 for (B)(4).